Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's driveline was disconnected while at home on (B)(6) 2021. The patient and mother were unable to reconnect driveline until emergency medical services arrived. The pump stopped for 20-30 minutes, during which the patient lost consciousness. The patient did have low flow alarms after the disconnect, and flows returned to normal readings after driveline was reconnected. Related manufacturer report number #2916596-2021-00704

Event description:
It was later reported that the patient expired and pump was explanted. The cause of the driveline disconnect remained undetermined, however, it appeared to be accidental.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of having difficulty in inserting the driveline to the controller was not confirmed. The log file spanned approximately 3 days (10sep2020, 15oct2020, 29oct2020 and 30jan2021 to 01feb2021 per the timestamp). The controller was briefly connected to a driveline on 10sep2020 at 03:43 and was later powered off at 04:00. The controller was briefly connected to a power source on 15oct2020 and 29oct2020 without connecting to a driveline. On 30jan2021 at 16:47, the driveline was connected to the controller and was disconnected at 16:51 which caused a driveline disconnect alarm. The driveline was reconnected on 30jan2021 at 17:05. These events will be investigated under MFR#2916596-2021-00704. No other notable alarm was observed. The hm3 system controller, serial hsc-067735, was not returned for analysis. Additional information stated that the cause of the driveline disconnect was not determined and the site believed it to be an accident. It was unknown whether there was a difficulty in reconnecting the driveline or an issue with the controller. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Hsc-067735 was shipped to the customer on 30apr2019. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. It also explains how to properly insert the driveline. It states to align the white arrow mark on the driveline cable connector with the white arrow on the rear of the system controller driveline connector. The driveline needs to be pushed in until it clicks. No further information was provided. The manufacturer is closing the file on this event.